Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had differences between sensor glucose and blood glucose readings. Customer's blood glucose was 247 mg/dl and her sensor glucose was 117 mg/dl. Customer gave about 1.5 units of insulin an hour ago. Customer has been wearing the infusion set since yesterday. Customer does not see blood in the tubing. Customer stated that it looked like there was plaque or 2 little specs where the tubing comes out. Customer removed the reservoir and stated that no bubbles were present. Customer was advised to change the entire infusion set. Customer mentioned that earlier she drank some wine and she a low blood glucose of 56 mg/dl. Customer stated that the paramedics arrived and told her to drink some orange juice. Customer's blood glucose went up to 139 mg/dl when they left. Customer understood that her blood glucose was due to the 2 glasses of wine that she drank.